Event description:
Patient was revised due to pain, loosening, and metalosis. (B)(6) 2011 - litigation papers were received. Product/lot codes were changed to unknown as there were surgeries mentioned between the original surgery in (B)(6) 2007 and the revision of (B)(6) 2011. Doi: (B)(6) 2007. Dor: (B)(6) 2009 (head exchange only). Dor: (B)(6) 2010 (unknown what was removed). Dor: (B)(6) 2011 (unk during which surgery the devices on this complaint were implanted). (B)(6) 2012 plaintiffs preliminary disclosure received providing dois, dors, and part and lot numbers for all surgeries. Doi: (B)(6) 2007 - dor: (B)(6) 2009 (asr head and asr sleeve removed) doi: (B)(6) 2009 - dor: (B)(6) 2010 (asr head and asr sleeve removed) doi: (B)(6) 2007-cup; (B)(6) 2010-ball spacer - dor: (B)(6) 2011 (asr cup, cathcart ball, articul/eze spacer removed).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: patient was revised due to pain, loosening, and metalosis. Doi: (B)(6) 2007 - dor: (B)(6) 2011. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.